Event description:
The lay user/patient contacted lifescan in 2007 and alleged that the lancets were missing from his one touch ultramini package. This complaint was classified based on the customer are advocate (cca) documentation. The patient reported that the alleged issue first occurred about 2 weeks ago, time unknown. He also mentioned feeling dizzy, thirsty and tired after the reported issue began. The patient visited the doctor's office and was tested there with a result of 375 mg/dl. His oral medication was increased. At the time of troubleshooting, it was verified that the closure seal on the packaging was intact prior to opening. The patient was educated on the correct box contents and the patient confirmed the lancets were missing. At the time of troubleshooting, it was verified that the closure seal on the packaging was intact prior to opening. The patient was educated on the correct box contents and the patient confirmed the lancets were missing. This complaint is being reported, because the patient alleged he experienced symptoms of hyperglycemia after the reported issue began, and received a high result on the doctor's meter. Replacement products were sent to the lay user/patient.